Manufacturer narrative:
(B)(4). Results: kink. Disease progression. Treatment of a contained ruptured abdominal aortic aneurysm. Conclusion: disease progression. Treatment of a contained ruptured abdominal aortic aneurysm. (B)(4).

Event description:
Additional information was received for this case. It was reported that a recent CT revealed that there is stent graft migration due to disease progression and aortic neck dilatation. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Event description:
A talent stent graft system was inserted into a patient for the emergent endovascular treatment of a large contained ruptured abdominal aortic aneurysm. Currently the vessel morphology was reported as severe tortuosity in the iliac arteries, there was an 80 degree angulation in the aortic neck, elongation of the aortic neck and continued disease progression. It was reported that a recent CT demonstrated a kink in the unsupported stent area of the talent bifurcated stent graft. The physician elected to implant palmaz bare metal stent in the unsupported stent area. The physician elected to extend the ipsilateral limb prophylactically, there were no issues. No clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4).